Event description:
It was reported to covidien on (B)(6) 2013 that a customer has an issue with a dialysis catheter. The customer states in (B)(6) 2012, a catheter was inserted in a male pt. The pt developed peritonitis with the first episode on (B)(6) 2013. On (B)(6) 2013 the pt had another instance fo peritenonitis. Dr standage saw him in (B)(6) 2013 and found the pt to have a hole in the catheter. The physician repaired the hole in the catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.